Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 14793426 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing a cramping stimulation sensation in the upper back. The physician thought it was just the ligament that was being stimulated. The patient underwent a lead replacement procedure. The patient was reportedly doing well postoperatively. No device malfunction was suspected.